Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; during the revision surgery on (B)(6) 2013 the screws couldn't be removed, so that the plate remained in the patient. It was further reported that only one of four locking screws could be removed. This is report 1 of 2 for complaint (B)(4). This report is for unknown clavicle plate.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an implant device is unknown part and unknown lot number. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was not performed the lot number was not provided. Placeholder.